Event description:
The father reported that the customer's insulin pump had delivered insulin without the customer's intervention. The customer's blood glucose reading at time of call was 72mg/dl. The caller stated the bolus history showed that 12.0 units were programmed without his acknowledge. The caller did not have the insulin pump at time of call. The father mentioned being uncomfortable and requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.